Event description:
It was reported by the patient that there was little to no sound for alarms. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the case was closed by technical support.